Manufacturer narrative:
Age or date of birth, weight, ethnicity: the customer did not provide patient demographics such as date of birth, weight, ethnicity or race. Device evaluated by MFR: the access accutni+3 reagent was not returned for evaluation. All assay and system verifications met specifications at the time of this event. No hardware errors, flags or other assay issues were reported in conjunction with this event. A beckman coulter (bec) field service engineer (fse) was dispatched in association with this event. While onsite, fse replaced several worn parts. However, there is no indication that these parts contributed to the event as system performance indicators were passing within specifications at the time of the event. In addition, the customer stated that preanalytical sample handling was the cause of the erroneous access accutni+3 result obtained. In conclusion, use error, due to improper sample handling, is the cause of this event.

Event description:
On (B)(6) 2019 the customer reported that a non-reproducible elevated troponin I (access accutni+3) result had been generated on the customer's access 2 immunoassay system (serial number (B)(4)) for one patient sample. The initial elevated access accutni+3 result of 0.22 ng/ml was released from the laboratory. The customer reported retesting the sample on a second access 2 immunoassay system; the result of this repeat test was 0.00 ng/ml, which was reported as < (less than) 0.02 ng/ml. The customer did not provide normal reference range. There was a report of change to patient care or treatment which occurred in connection with this event. The patient was administered heparin. No report of additional changes to patient management were reported. Calibration and quality control were performing within specifications at the time of the event. System check was performed on 04mar2019 and passed within specifications. The sample was a plasma sample which was drawn in a 12x75 lithium heparin gel tube and centrifuged for 5 minutes at 3500 rpm in a refrigerated centrifuge. No other sample processing information was supplied.